Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device didn't deliver the initial defibrillation shock when the device was used on a patient. The customer reported that only one shock was delivered out of two - three attempts. The shock delivery was attempted both with the shock button on the hard paddles and the shock button on the device itself. Another device (schiller) was used as a backup device, causing a delay of approximately ten minutes between the initial shock failure and the successful shock delivery with the schiller device. The patient survived and it was reported that there were no clinical consequences for the patient.

Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event date. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.